Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Review of the device history record was not possible as the lot number is unknown. Based on the information received, the cause of the reported incident could not be conclusively determined. Per the IFU, cardiac tamponade and pericardial effusion are known risks during the use of this device. Model/lot number information was not able to be obtained for this device. Therefore, full UDI information(d4) and 510k(g3) are not available.

Event description:
During an atrial fibrillation pfa procedure, a pericardial effusion occurred which required surgery. The physician gained access in 3 venous sites and 1 arterial site. The catheters were inserted and positioned. There was a fixed quad in the rv and an ice for transeptal. The physician reported no issues with transeptal. Pre imaging with ice demonstrated no effusions. A non-abbott catheter (pulseselect by medtronic) was inserted into the left atrium. Respiratory compensation was completed. Pfa initiated and geo was collected as procedure progressed. During pfa of rspv, bradycardia was demonstrated, and rv pacing began. 0.5 mg of atropine was given with appropriate response. Procedure completed without further incident. The non-abbott catheter (pulseselect by medtronic) and sheath were removed from the left atrium. 40 mg of protamine was then administered. Post procedure ice imaging revealed a pericardial effusion around the right atrium and right ventricle with a size of 1.2 cm. All catheters were then removed from the patient. Post procedure transthoracic transducer echo imaging revealed growth of effusion to 2.0 cm. A pericardiocentesis was performed with 400 cc¿s of blood removed. The drain was left in place. Patient was hemodynamically stable when leaving the lab, however, it was later determined that the patient lost a liter of blood, so surgery was performed where a perforation in the rv apex was repaired. The patient transported to cvicu for monitoring. The physician believes the effusion developed probably due to manipulation of one of the catheters but unsure which catheter. There were no performance issues with any abbott device.